Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving lioresal [500 mcg/ml] at a dose of 89 mcg/day via an implantable pump for intractable spasticity and stroke. It was reported on (B)(6) 2017 that the hcp suspected a pocket fill occurred. It was related that the hcp was doing a refill and some baclofen (approximately 35 cc) went subcutaneous on (B)(6) 2017. Information was requested regarding a conversion rate for baclofen, intrathecal to subcutaneous. There were no symptoms at the time of the report. No further complications were reported.